Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump excessively alarmed change battery and failed battery after a new battery install. The customer's blood glucose reading was 130 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected failed battery alarm was noted. However, the power management parameters graph confirmed the power error alarm 25 was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case and a fading serial number.